Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device. Due to being unable to obtain glucose results, the customer experienced dizziness, headache, weakness, and loss of consciousness. The customer was treated with sugar-water by spouse. There was no report of death or permanent injury associated with this event.